Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 240 mg/dl. Customer alleged pump was the suspected cause of the elevated bg. Pump system check with tandem technical support (cts) found pump to be functioning properly; however, customer maintained that there was an issue with the pump. Customer declined to remove and inspect the infusion set site for possible issues. Reportedly the customer reverted to manual injections for insulin therapy.